Event description:
The customer contacted stryker to report that their device is freezing up while powering on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to a failed/faulty system pcb assembly. The system pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is freezing up while powering on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.